Manufacturer narrative:
No sample sent for investigation but if one is sent, a supplemental report will be filed. (B)(4).

Event description:
Following insertion, when pulling back on the needle, the needle pierced through the catheter and a needle stick injury occurred.